Event description:
The primary set (28034e) came disconnected from an argon medical 4-way stopcock. Phenylephrine was infusing. The patient became hypotensive of the 60's until the medication was restarted. Boluses of the medication were needed during this time. No permanent effect on the patient.